Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that, during a pat down at security, they commented their implanted neurostimulator (ins) site was very hot to the touch. After it was implanted, the patient couldn't lay on their side as it was very uncomfortable and was hot to the touch. The patient felt like something was stabbing them like a pin stick. This started a couple of days after the new implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the ins site being hot to the touch was unknown. The patient was assessed on (B)(6) 2018 and the device site was not warm to the touch; the patient had no complaints. No further complications were reported/anticipated.